Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2013. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is a57108 my model number is ess305. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2013 this is a list of my side effects and symptoms that I have experienced due to essure. Severe menstrual cramping - doubled over in pain, often unable to walk or leave bed during. Cramping during ovulation - never occurred prior to essure. Period is very heavy and seems to get heavier every month. Large number of clots some as large as quarters. Before essure periods lasted 4-5 days, now anywhere from 9-14 days. Heavy discharge during ovulation requiring a panty liner. Spotting during ovulation - never occurred prior to essure. Sharp stabbing pain and/or aching on both right and left sides when bending or moving. Sharp stabbing or aching pain on both right and left sides when sitting or laying still. Dull constant ache with fleeting sharp pain when bowels are full coupled with nausea and sweats painful intercourse - my husband and I have had sex three times in the last three years - it hurts too bad to try. Tampons which I wore all the time since I was 15, now cause pain. On (B)(6) 2013 seizure resulting in compression fracture of l1 vertebra, ambulance to hospital, MRI's, cat scans, overnight stay in hospital. Neurologist diagnosis was "unexplained seizure" after more MRI's, eeg's, and blood work. Wheezing requiring daily zyrtec coupled with benadryl at night. Dizziness bad enough to cause stumbling and bumping into things. Vasovagal response. Lost consciousness while sitting at desk, hit face and arm on desk and was badly bruised fall 2015. Diarrhea with extreme cramping and urgency bad enough to require rx. Anxiety bad enough to require rx. Hair has thinned significantly. Hair is coming out in handfuls when washed or combed. Thirty-five plus pounds of weight gained - exercise and diet does not reduce. Significantly bloated belly. Flaky itchy scalp. Terrible night sweats - wake up absolutely drenched, bedding drenched. Hot flashes, day and night, unexplained, so bad I've literally had to go to a public bathroom and start peeling off layers and splashing cold water on myself for fear I'd pass out. Rashes on legs, chest, and arms - come and go with no explanation. Blurry vision off and on. Vision is declining. Teeth and jaw aching. Forgetfulness - so bad I will tell my husband the same thing multiple times within just hours of each other. Unable to concentrate. Have trouble getting my thoughts spoken - can't seem to spit the words out right. Have trouble swallowing sometimes, it sneaks up on me with no warning and then goes away. Extreme fatigue - sleeping minimum of 12 hours a night. Exhaustion - must sit and rest often. Shortness of breath. Used to walk 4+ miles at 2.5-3mph several times a week. Now have to rest after climbing stairs or going around the block. Chesty coughing on and; off since insertion. (B)(6) 2014 severe case of bronchitis - I have never in my (B)(6) years of life ever had lung involvement with any illness or allergy until now. Depression escalated from diagnosis of mild before essure to moderate/severe after with need to change rx and increase dose. I have been seen by 3 doctors. I have been diagnosed with the following conditions: moderate to severe depression, anxiety. I have had the following surgeries due to essure: none as of yet. The device is still inside of me as of (B)(6) 2016.